Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: type of investigation was added: 4109. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported medical condition of paresthesia was not confirmed. Visual evaluation of the as returned implant identified sign of use (blood/bone residue) due to usage. The device was in good condition and had no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The DHR was not available electronically for the subject lot number. Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot and no similar event or complaint was found. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : DHR not available electronically.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that they were unable to place the tsvtb13 implant at site # 29, close to inferior alveolar nerve with paresthesia. Implant removed day after placement. Site was grafted with allograft prior to original placement of implant.